Manufacturer narrative:
For the purposes of this report, the air entering the hemostatic valve will be considered as a hemostatic valve leak. The h6 medical device problem code is therefore "fluid leak (a050401)". This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the valve air entered the hemostatic valve. No air was introduced into the patient. No further details were provided. No patient consequences were reported.

Manufacturer narrative:
On 22-jan-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-feb-2024, the product investigation was completed. It was reported that a patient underwent an unspecified cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the valve air entered the hemostatic valve. No air was introduced into the patient. No further details were provided. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. An irrigation test was performed, during the analysis, water leakage was observed in the union between the hub and side port tube. Further investigation revealed that bubbles in the adhesive at the hub to the stopcock connection were the cause of the leak. Device history record was performed for the finished device number lot 00002392 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).